Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a pericardial effusion occurred. During a farawatch procedure, a versacross connect and a farawave ablation catheter were selected for use. The patient first underwent a pulse field ablation (pfa) procedure then switched to watchman. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. During the procedure, the physician tried a 20mm closure device, which was recaptured, and there were no changes on intracardiac echocardiography (ice). A 24mm closure device was implanted and released. The physician noticed an effusion on ice upon removal from the left atrium. Pericardiocentesis was performed, and the patient remained hemodynamically stable throughout. The patient remained hospitalized to be monitored and is expected to fully recover. Later on, the patient recovered post procedure and was already discharged. The devices are not expected to be returned for analysis.